Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros phbr quality control results were obtained. The root cause is most likely due to a reagent related issue. There was no evidence that the vitros 5,1 fs analyzer had malfunctioned. The FDA's (B)(4) district office was notified of this issue on 5-july-2011 per recall report # 1319809-07/05/2011-001-c.

Event description:
A customer observed multiple, higher than expected vitros phbr quality control results (tdm I result = 17.3 ug/ml vs. Expected result of 11.96 ug/ml; tdm iii result = 70.5 ug/ml vs. Expected result of 57.79 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).